Event description:
It was reported that patient underwent shoulder arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pain. The surgeon did not note anything that would have contributed to the pain. The humeral component and steinmann pin were removed and replaced with competitor shoulder components. Only the steinmann pin was manufactured by biomet orthopedics. No further information has been provided to date.

Manufacturer narrative:
Information was received on march 5, 2012, stating that the device was used as part of the original procedure, but was not implanted in the patient. Therefore, this device was not involved in the revision procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "pain, discomfort, or abnormal sensation due to the presence of the device."